Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance from family member to treat bg via consumption of carbohydrates. No additional information was available regarding the reported issue.